Event description:
It was reported the physician was completing an arthroscopic tissue repair, using a smartstitch perfectpasser magnumwire suture cartridges. Upon deployment of the sutures, the cartridge came out of the insertion device causing damage to the cartridge tip. The MFR was unable to determine whether or not the suture cartridge fell into the surgical site. The repair was completed using a new suture cartridge. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt's age, gender and weight were not available. The lot number provided by the rptr is invalid; therefore, no mfg or expiration date can be provided.